Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to a broken grip tip. The instrument grip was broken at the distal end and a piece approximately .053" x .107" was found to be broken off and was not returned. The root cause of the broken instrument grip tips is typically attributed to the user due to excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Verification of the event details cannot be performed via system logs because system logs do not exist. Based on the additional information obtained from failure analysis investigations this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. The information for blank fields is not available. Fields are not applicable.

Event description:
It was reported during a da vinci-assisted prostatectomy surgical procedure the monopolar curved scissors tip was broken off. The procedure was completed with no reported injury.